Event description:
"It was reported in paper published by dr. Jean-alain epinette in issue 211 of maitrise orthopedique that, "I had personally three cases operated on by myself, in whom the pseudotumours had appeared in 2011, after a two-year "incubation period". All three implants had been implanted (B)(6) 2009."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.